Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.  It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic hysterectomy with bilateral salpingo-oophorectomy.

Manufacturer narrative:
It was reported that following insertion the patient experienced persistent urinary tract infections. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.